Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00130 & 1058196-2010-00131. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an embolization procedure assisted with an enterprise system, the enterprise delivery system was stuck in the prowler select plus (606s255fx) microcatheter (mc) and the device could not be pushed or pulled. The same mc was not utilized to complete the procedure. The specifics of how the procedure was completed are not known; however, it was reported that the procedure was successfully completed without patient injury or adverse event, etc. The target site was a normal distal internal carotid artery. The vessel proximal and distal diameter was 3.2mm and 3.8mm. All the products were new. After removal from the package, the products were not damaged. All the products were prep per IFU guidelines (flush, etc). Neither the mc nor the enterprise distal tip was re-shaped. A constant and dedicated flush was maintained through all the devices. No extra maneuvering was conducted during the procedure. A non-sterile prowler select plus mc was received coiled inside of a plastic bag. An enterprise was stuck inside the mc. A compressed section was found on the mc at the distal end. The distal coil of the enterprise was found exposed 1.4cm out of the mc. When observed under microscope, the stent's distal end could also be observed exposed on the mc's tip. A functional test could not be performed since it was not possible to retrieve the enterprise from the mc. Several unsuccessful attempts were made to withdraw the enterprise from the mc. The device was sent for sem analysis. Per sem report: the light colored deposited material was composed of carbon, oxygen, chlorine, sodium and iodine. It is possible that some of the elements found (sodium, chlorine) may have come from saline solution while the iodine found may have come from contrast media. Carbon and oxygen are elements that are present in every analysis and are not related to the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance or withdraw the enterprise system from the prowler select plus mc was confirmed. Neither the analysis nor the DHR suggest that the failure reported or the compressed section found on the mc is related to the manufacturing process; additionally inspections are in place to prevent these types of damages leaving from the facility. The x-ray results showed that the residues that impeded the withdrawal of the enterprise could have come from contrast media, possibly indicating an inadequate continuous flush as outlined in the instructions for use. The assignment of root cause for this complaint is speculative, although based on the evidence presented by the device and the reported information, procedural factors appear to have contributed to the reported event and the damages found; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00128 and 1058196-2010-00129.

Event description:
During an embolization procedure assisted with an enterprise system, the enterprise delivery system was stuck in the prowler select plus microcatheter and the device could not be pushed or pulled. The same microcatheter was not utilized to complete the procedure. The final outcome was that the procedure was successfully completed without patient injury or adverse event, etc. The target site was a normal distal internal carotid artery. The vessel proximal and distal diameter was 3.2mm and 3.8mm. All the products were new. After removal from the package, the products were not damaged. All the products were prepped per IFU guidelines (flush, etc). Neither the microcatheter nor the enterprise distal tip was re-shaped. A constant and dedicated flush was maintained through all the devices. No extra maneuvering was conducted during the procedure.